Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic particles were discovered in an intravia bag after it was spiked. The customer described one particle as a little fiber and the other particle as a little square, only a couple millimeters in size. The bag had been filled with (B)(6) in (B)(6). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a loose, white particle floating in the saline solution. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.